Event description:
Pt complained of chest pain & diarrhea (pre-treatment) nurse put pt on monitor, reading was distorted. Nurse could feel tingling in pts leg. Placed pt on different machines. Checked machine, found ground wire at plug off. Also found heater was bad allowing electric flow through dialysate.